Manufacturer narrative:
UDI for tge454515: (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for a chronic type b dissection and was implanted with a conformable gore tag thoracic endoprosthesis into zone 3 of the descending thoracic aorta. The left subclavian artery was not covered. The patient tolerated the procedure without any reported complications, endoleak or other anomalies. On (B)(6) 2016, at one month follow-up, computed tomography angiography identified a retrograde type a dissection of the ascending aorta. On (B)(6) 2016 the patient underwent surgical repair whereby the ascending aorta and the anterior aortic arch were replaced by a dacron endoprosthesis. The patient tolerated the procedure and was discharged from hospital on (B)(6) 2016.

Manufacturer narrative:
Refer to field for the results of the imaging evaluation.